Event description:
It was reported that: "for variax osteosynthesis plate surgery on wrist fractures, use the variax2 wrist instruments (no plates). On opening the ancillary, the operating room team noticed foreign bodies coming from the deteriorated label stuck on the ancillary. This is the label identification label with barcode. This ancillary has been sterilized 48 times since it was put into service on 02/26/2021 in our establishment. It is packed in sterichamp double packaging before being autoclaved. Actions taken in the care facility to improve patient care: labels are now removed from ancillaries before they are autoclaved, to prevent this event from happening again."

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences was provided. It is to be noted that manufacturing does not apply identification labels on ancillaries. The reported identification label must have been applied externally later in the distribution process (it could potentially have been applied either by the local distribution site, or the hospital itself). Since it was not possible to gather feedback and since no lot number is available, it is not possible to track this information and identify the root cause of the event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: "for variax osteosynthesis plate surgery on wrist fractures, use the variax2 wrist instruments (no plates). On opening the ancillary, the operating room team noticed foreign bodies coming from the deteriorated label stuck on the ancillary. This is the label identification label with barcode. This ancillary has been sterilized 48 times since it was put into service on (B)(6)2021 in our establishment. It is packed in sterichamp double packaging before being autoclaved. Actions taken in the care facility to improve patient care: labels are now removed from ancillaries before they are autoclaved, to prevent this event from happening again."